Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were multiple low battery errors on the ias. The charger boards and motion batteries were tested. There were no issues found. Upon reviewing logs, it appeared the system was not fully charged prior to the errors appearing. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the image acquisition system (ias) has low motion batteries. There was no patient present when the issue was identified.